Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) was not consistently mode switching or staying in mode switch due to atrial events falling in post-ventricular atrial blanking period (pvab). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the ipg settings were re-programmed, and issue resolved. The ipg remains in use.